Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reported that hcp couldn't remove the bottom extension from the neurostimulator, thus the hcp ended up pulling that lead out. Technical services(ts) reviewed plug kit that is needed to plug one of the ports in the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting.  No symptoms reported.  No device issue reported on the ins or the lead.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name n/a; product ID 3708360 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2016; explant date brand name vectris surescan; product ID 977a275 (serial: va2u05q019); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Hcp said anatomically unable to put the 977a275 with extension in place. Hcp presumes due to scar tissue or adhesions. The hcp removed 1 of the patient¿s legacy quad leads and hoped to update to octad leads however was unable to steer lead into a usable position. The doctor planned to remove both quad leads but when she removed 1 quad and was unable to put another octad in place she decided to leave one quad in case she was unable to get the 2nd in place. She did replace the battery successfully.

Manufacturer narrative:
Continuation of d10: product ID: 3708360, serial# (B)(6), implanted: (B)(6) 2016, product type: extension, product ID: 977a275, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 3708360; serial#: (B)(6); implanted: (B)(6) 2016; product type: extension. Product ID: 977a275; serial#: (B)(6); product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the lead was only removed because the extension could not be removed from the ins. No contributing factors identified and the cause was not determined. The ins and extension were discarded.